Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that a peritoneal dialysis registered nurse (pdrn) had a smoking cycler. The pdrn reported the issue to maintenance who then confiscated the power cord. Maintenance advised to discontinue use of the cycler. At that point in time, the technical support representative advised the clinic manager to discontinue use of the cycler and to notify their pdrn of the event. A replacement cycler was issued to the clinic. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed signs of physical damage due to a misaligned screen, damaged bottom cover, damaged rs232 port, and missing logo from the cassette door. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post accelerated stress test (ast) was performed on the cycler and passed. The cycler underwent and passed a catch post hipot test, a patient post hipot test, a current leakage test, a touchscreen test, a system air leak test, a valve actuation test, and a voltage verification check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover behind the front panel assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A clinic manager reported that a peritoneal dialysis registered nurse (pdrn) had a smoking cycler. The pdrn reported the issue to maintenance who then confiscated the power cord. Maintenance advised to discontinue use of the cycler. At that point in time, the technical support representative advised the clinic manager to discontinue use of the cycler and to notify their pdrn of the event. A replacement cycler was issued to the clinic. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A clinic manager reported that a peritoneal dialysis registered nurse (pdrn) had a smoking cycler. The pdrn reported the issue to maintenance who then confiscated the power cord. Maintenance advised to discontinue use of the cycler. At that point in time, the technical support representative advised the clinic manager to discontinue use of the cycler and to notify their pdrn of the event. A replacement cycler was issued to the clinic. Additional information was requested, however to date has not been provided.